Event description:
It was reported that a patient's right ventricular lead was explanted and replaced due to an increase in the lead's capture threshold and the lead's impedance. The explant and replacement procedure happened on (B)(6) 2022. The patient experienced no consequences due to the procedure. No further information has been provided.

Manufacturer narrative:
The reported event of inadequate capture was confirmed, and the high pacing lead impedance was not confirmed. As received a partial lead was returned in two pieces. Visual examination found full breach insulation degradation exposing the outer coil on the distal region of the lead. The cause of the inadequate capture was isolated to the exposure of the outer coil in the degradation zone. X-ray examination and electrical testing did not find any indication of conductor fractures. All other damage found was consistent with procedural damage.

Event description:
New information received notes that the patient's right ventricular lead did not exhibit lead impedance issues. The patient also underwent an x-ray on (B)(6), which confirmed their right ventricular lead had not dislodged.